Manufacturer narrative:
Introduction into production process of 100% check and pull test >5n for inflation line to pilot balloon connection.

Event description:
At approximately 1 am on (B)(6) 2018 there was an incident regarding the flexicare ventiseal endotracheal tube. There was a call to a patient's room due to a ventilator alarm sounding. There they did an inspection of the ventilator set up and noticed that the pilot balloon of the et tube was detached. The dr manufactured a stabilizing fix by inserting an IV catheter into the tubing that connects to the pilot balloon. They were able to re-inflate the cuff and use the clamp on the tubing to stabilize the patient. The patient was then reintubated.